Event description:
A customer reported a malfunction with their pump. There was no reported adverse impact to the customer¿s blood glucose level. After contacting technical support, the customer reset the pump with guidance and was advised to continue using it unless the malfunction code reappeared. The customer understood the instructions and agreed to call back if the problem recurred.